Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that at the one-week post-implant device check, the device left ventricular capture management (lvcm) feature was not adjusting the output to maintain lv capture. It was clarified with the healthcare professional that lvcm was aborting due to "competing rhythms, fast intrisic rates, fusion, or a short av interval" and the feature needed to execute in order to adjust the output automatically. The device remains in use. No patient complications have been reported as a result of this event.